Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and tooth disorder ("dental problems") in a 25-year-old female patient who had essure (batch no. 740660, 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced rash ("allergic or hypersensitivity reaction: rashes / rashes or skin conditions: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions of problems: mental fog / psychological or psychiatric problems: mental fog") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced breast pain ("breasts pain"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), depression ("anxious and depressed"), nausea ("nausea"), amnesia ("neurological conditions of problems: amnesia / psychological or psychiatric problems: amnesia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and seizure ("seizures"). The patient was treated with fluconazole (diflucan), surgery (undergo a salpingostomy) and surgery (tooth removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, amnesia and feeling abnormal had resolved and the breast pain, back pain, abdominal pain upper, pain in extremity, depression, rash, tooth disorder, vaginal infection, headache, nausea, dyspareunia, fatigue, vaginal discharge and seizure outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, migraine, nausea, pain in extremity, pelvic pain, rash, seizure, tooth disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she was required to undergo a salpingostomy with removal of the essure device. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events added from pfs- allergic or hypersensitivity reaction: rashes, dental problems, dysmenorrhea (cramping), infection (bladder/urinary tract/vaginal): vaginal infections, migraines/headaches, nausea, neurological conditions of problems: amnesia, mental fog, rashes or skin conditions: rashes, dyspareunia (painful sexual intercourse), fatigue, hair loss, stomach pain, back pain, legs pain, breasts pain, vaginal discharge. Lot number, reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), tooth disorder ("dental problems") and seizure ("seizures") in a 25-year-old female patient who had essure (batch no. 740660, 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2010, the patient experienced rash ("allergic or hypersensitivity reaction: rashes / rashes or skin conditions: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions of problems: mental fog / psychological or psychiatric problems: mental fog") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), breast pain ("breasts pain"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), depression ("anxious and depressed"), nausea ("nausea"), amnesia ("neurological conditions of problems: amnesia / psychological or psychiatric problems: amnesia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with fluconazole (diflucan), surgery (undergo a salpingostomy) and surgery (tooth removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, amnesia and feeling abnormal had resolved and the tooth disorder, seizure, breast pain, back pain, abdominal pain upper, pain in extremity, depression, rash, vaginal infection, headache, nausea, dyspareunia, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, migraine, nausea, pain in extremity, pelvic pain, rash, seizure, tooth disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she was required to undergo a salpingostomy with removal of the essure device. Lot numbers and exp/MFR dates 694961 dec2012 / dec2009. 740660 may2013 / may2010 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), tooth disorder ('dental problems'), seizure ('seizures') and hysterectomy ('hysterectomy') in a 25-year-old female patient who had essure (batch no. 740660, 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2010, the patient experienced rash ("allergic or hypersensitivity reaction: rashes / rashes or skin conditions: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions of problems: mental fog / psychological or psychiatric problems: mental fog") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), breast pain ("breasts pain"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), depression ("anxious and depressed"), nausea ("nausea"), amnesia ("neurological conditions of problems: amnesia / psychological or psychiatric problems: amnesia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rheumatoid arthritis ("I have rheumatid arthritis"), visual impairment ("change in vision"), pain ("chronic pain") and constipation ("constipation") and underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with fluconazole (diflucan) and surgery (hysterectomy, tooth removal and undergo a salpingostomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, amnesia and feeling abnormal had resolved and the tooth disorder, seizure, breast pain, back pain, abdominal pain upper, pain in extremity, depression, rash, vaginal infection, headache, nausea, dyspareunia, fatigue, vaginal discharge, rheumatoid arthritis, visual impairment, pain, constipation and hysterectomy outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, breast pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hysterectomy, migraine, nausea, pain, pain in extremity, pelvic pain, rash, rheumatoid arthritis, seizure, tooth disorder, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: she was required to undergo a salpingostomy with removal of the essure device. Lot numbers and exp/MFR dates 694961 dec2012 / dec2009. 740660 may2013 / may2010 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new events rheumatoid arthritis, visual impairement, chronic pain, constipation, hysterectomy reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), tooth disorder ('dental problems'), seizure ('seizures') and hysterectomy ('hysterectomy') in a 25-year-old female patient who had essure (batch no. 740660, 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2010, the patient experienced rash ("allergic or hypersensitivity reaction: rashes / rashes or skin conditions: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions of problems: mental fog / psychological or psychiatric problems: mental fog") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), breast pain ("breasts pain"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), depression ("anxious and depressed"), nausea ("nausea"), amnesia ("neurological conditions of problems: amnesia / psychological or psychiatric problems: amnesia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rheumatoid arthritis ("I have rheumatid arthritis"), visual impairment ("change in vision"), pain ("chronic pain") and constipation ("constipation") and underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with fluconazole (diflucan) and surgery (hysterectomy, tooth removal and undergo a salpingostomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, amnesia and feeling abnormal had resolved and the tooth disorder, seizure, breast pain, back pain, abdominal pain upper, pain in extremity, depression, rash, vaginal infection, headache, nausea, dyspareunia, fatigue, vaginal discharge, rheumatoid arthritis, visual impairment, pain, constipation and hysterectomy outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, breast pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hysterectomy, migraine, nausea, pain, pain in extremity, pelvic pain, rash, rheumatoid arthritis, seizure, tooth disorder, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: she was required to undergo a salpingostomy with removal of the essure device. Lot numbers and exp/MFR dates 694961 dec2012 / dec2009. 740660 may2013 / may2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), tooth disorder ('dental problems'), seizure ('seizures') and hysterectomy ('hysterectomy') in a 25-year-old female patient who had essure (batch no. 740660, 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2010, the patient experienced rash ("allergic or hypersensitivity reaction: rashes / rashes or skin conditions: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced feeling abnormal ("neurological conditions of problems: mental fog / psychological or psychiatric problems: mental fog") and alopecia ("hair loss"). In (B)(6)2011, the patient experienced vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced tooth disorder (seriousness criterion medically significant). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), breast pain ("breasts pain"), back pain ("back pain"), abdominal pain upper ("stomach pain"), pain in extremity ("legs pain"), depression ("anxious and depressed"), nausea ("nausea"), amnesia ("neurological conditions of problems: amnesia / psychological or psychiatric problems: amnesia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rheumatoid arthritis ("I have rheumatoid arthritis"), visual impairment ("change in vision"), pain ("chronic pain") and constipation ("constipation") and underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with fluconazole (diflucan) and surgery (hysterectomy, tooth removal and undergo a salpingostomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, amnesia and feeling abnormal had resolved and the tooth disorder, seizure, breast pain, back pain, abdominal pain upper, pain in extremity, depression, rash, vaginal infection, headache, nausea, dyspareunia, fatigue, vaginal discharge, rheumatoid arthritis, visual impairment, pain, constipation and hysterectomy outcome was unknown. The reporter considered abdominal pain upper, alopecia, amnesia, back pain, breast pain, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hysterectomy, migraine, nausea, pain, pain in extremity, pelvic pain, rash, rheumatoid arthritis, seizure, tooth disorder, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: she was required to undergo a salpingostomy with removal of the essure device. Lot numbers and exp/MFR dates 694961 dec2012 / dec2009. 740660 may2013 / may2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new events rheumatoid arthritis, visual impairement, chronic pain, constipation, hysterectomy reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("anxious and depressed"). The patient was treated with surgery (undergo a salpingostomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. The reporter commented: she was required to undergo a salpingostomy with removal of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.